Manufacturer narrative:
Cartridge was from lot #b201595 with expiration date of 2012-08. The actual cartridge was not available for testing; a retained cartridge from the same lot number was used for evaluation. The cartridge passed visual inspection; no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. The complaint could not be verified or duplicated.

Event description:
The patient alleged that he experienced blood glucose (bg) of 579 mg/dl after a cartridge malfunctioned. He described the following sequence of events. On (B)(6) 2011 at midnight, he changed his cartridge and infusion set. He said that his bg was within target at that time. On (B)(6) 2011 he did not check his bg until around 4:00 pm at which time it was 579 mg/dl. He removed the cartridge from the pump and denied leakage of insulin and confirmed that there were no signs of moisture around the cartridge. He pushed the plunger manually but said that no insulin came out of the tubing. He removed the tubing and tried to push plunger manually again but said that he saw no insulin coming out of the cartridge. The patient said that there was insulin inside the cartridge without any visible air bubbles and no leakage. He replaced the cartridge and infusion set on (B)(6) 2011, delivered a correction bolus, and within 2 hours bg was 297 mg/dl and 4 hours later bg was 73 mg/dl. The patient denied symptoms of hyperglycemia or the need for medical intervention. He reviewed the pump, the infusion site, and the cannula with customer support and confirmed that settings and history were correct; no malfunctions were detected or alleged. Customer support concluded that the event did not involve a possible malfunction of the pump. The complaint is being reported because of the possibility that the cartridge leaked insulin and contributed to the bg excursion.